Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a cause could not be presumed and since the device malfunction was not confirmed, the exact root cause of the reported issue could not be definitively determined. Olympus will continue to monitor field performance for this device. Additional information: d8. D9, h3, h4, h6.

Manufacturer narrative:
The evaluation of the event is still ongoing. Should additional information be made available, a supplemental report will be provided.

Event description:
The facility¿s biomedical engineer called in to report that her olympus visera 4k uhd camera control unit began displaying an e116 error code. According to the initial reporter, she attempted to power-cycle the units, but as soon as the camera was plugged in, the error code immediately appeared. There was no report of patient harm associated with this event.